Manufacturer narrative:
Unit received with critical pump error and multiple pump error 3 alarms confirmed in history file due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unit received with cracked battery tube, minor scratches on case, cracked case (battery tube), pillowing keypad overlay, cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had long crack beginning from the top of the insulin pump. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.